Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the right cylinder was protruding from the right corporal body. The surgeon re-dilated the right corpora and repositioned the cylinder. No patient complications were reported during the procedure. All the existing ipp components remain implanted the patient.